Event description:
A jackson-pratt (jp) drain broke during removal from a patient. The physician states the patient had a short/thick neck and when he was pulling the catheter out, he felt a "snap" and the drain came out with pieces missing. All missing pieces from jp drain located and removed from patient. No harm to patient.